Event description:
Md was using a 63cm sl1 8.5 f sheath (with a cook transseptal needle). He was in ra and using sheath to obtain la transseptal access. When dilator was removed, there was a small piece of plastic on the end of the dilator. Sheath was not punctured. If this plastic would have entered the la, risk to pt would have been embolism. This has been witnessed before with this product and appears to be an issue with the sheath. Reason for use: ablation; atrial flutter.